Event description:
It was reported that there was a left hip revised due to poly wear. During the revision surgery the body stem separator tip broke off. No delay in surgery.

Manufacturer narrative:
Explant date was updated. An event regarding thread fracture of the chuck adaptor subcomponent of the restoration modular stem body separator was reported. The event was confirmed. Device evaluation indicated that the chuck adaptor subcomponent of the instrument was returned fractured; the device fractured at the base of the attachment threads. Material analysis indicated the fracture occured from tensile overload conditions. Material analysis found no evidence of material or manufacturing defects. No further information was requested as there is no indication the failure was related to patient factors. A device history review and chr could not be performed because the device associated with this event was not properly identified. The returned subcomponent is not marked with the device lot code. The returned component fractured from tensile overload conditions. Material analysis found no evidence of material or manufacturing defects.

Event description:
It was reported that there was a left hip revised due to poly wear. During the revision surgery the body stem separator tip broke off. No delay in surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.